Event description:
Patient had a port catheter placed in left subclavian at this facility and returned seventeen months later due to a nonfunctioning catheter. A portogram showed a fractured catheter at the junction of the first rib and clavicle. The distal tip was in proper position and the catheter was tested, however, the surgeon was unable to demonstrate any type of leak from the catheter. The catheter was removed successfully the following month and a new one was placed in the right subclavian. The removed catheter was sent to pathology for evaluation. There was no patient injury.